Event description:
The customer called to report he had experienced high bg levels (291-446mg/dl) while wearing a pod and felt that the pod was not delivering insulin. He stated that he hadn't checked the insertion site to confirm that the cannula was in. The pod was removed and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.